Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a right sided subclavian artery tavr procedure in the aortic position, during deployment, the balloon tore and upon removal of the delivery system the patent suffered a subclavian artery injury which required surgical repair. The valve was prepared as usual and brought into position (aortic annulus). At this point, there was nothing unusual observed. Access was from the right subclavian artery, with no tortuosity. There were difficulties reported when trying to push the valve through the sheath but valve alignment worked well. During valve deployment, however, inflation liquid leaked out and the balloon did not inflate. The system was retracted and it was attempted to pull the valve off the balloon with a snare, but this was not possible and it was decided remove the complete system from the patient. New devices were prepped and the valve was successfully implanted by transfemoral approach. The subclavian artery needed surgical repair. The patient has some neurological symptoms on the right hand due to the clamping of the subclavian artery during surgical repair. The patient is otherwise doing well.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary evaluation, the delivery system was observed to be partially inserted through the sheath and fully inserted through loader. The atrion was returned attached to three way stopcock. The full fine adjust was used and was unlocked with no flex. A bend was observed in the proximal balloon shaft due to packaging. The guidewire lumen was observed to be detached from the y-connector. The valve was observed to be on the inflation balloon. The valve appeared unevenly crimped. An I/c bond separation was confirmed - one balloon wing was flared out and one balloon wing was bent. After undoing fine adjust, the balloon shaft was found to be pulled past the warning marker. The valve was removed off the balloon by engineering. Liner bunching was observed at distal end along with minor delamination (not circumferential). Investigation is ongoing.

Manufacturer narrative:
The delivery system was further analyzed. Visual inspection revealed gauges on the flex tip face. Dimensional analyses was performed. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. All measurements met specification. No relevant functional testing related to torn balloon could be performed due to the damaged condition of the returned device (crimp balloon material separation proximal to I/c bond). However, the complaints for balloon torn, withdrawal difficulty, and nose tip separation were confirmed by visual inspection. During manufacturing, the commander delivery system components and assembled delivery system undergo multiple inspections. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for the ¿balloon ¿ torn¿ was confirmed. Procedural factors, particularly from handling during valve alignment or fine adjustment, are known to contribute to balloon tears. This issue and associated risks have been documented in a pra. This complaint occurred during a transaxillary approach, thus it is unclear where valve alignment was performed. However, performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted during visual inspection, there were gouges on the flex tip that suggest diving occurred. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause is unable to be determined, it is likely that patient and/or procedural factors contributed to the reported event. No manufacturing or IFU/training or IFU inadequacies were identified. Review of complaint history for july 2017 revealed that the occurrence rate did not exceed control limits for this failure mode. Available information suggest that patient/procedural factors may have contributed to the event. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment and consideration for further escalation. Based on the condition of the returned device, the complaints for ¿delivery system ¿withdrawal difficulty ¿ valve, through sheath¿ and ¿distal tip, nose tip ¿ separated¿ were confirmed. Patient/procedural factors that are known to contribute to difficulty retrieving a device include the following: patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved, position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). Once the inflation balloon and the crimp balloon are torn, it can create difficulties retrieving the delivery system through the sheath, where the torn inflation balloon and thv may become non-coaxial and catch onto the sheath tip or patient anatomy. This is evidenced by the flaring and bending of the inflation balloon wings on the returned device. The excessive force or manipulation applied as a result of the experienced withdrawal difficulty could have then led to the nose tip and guidewire lumen separation. There remained evidence of adhesive on both the guidewire lumen and the y-connector suggesting that this was not a result of a manufacturing non-conformance, rather the force used during withdrawal attempts through the sheath exceeded the adhesive bond strength and caused the separation. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient/procedural factors may have contributed to the event. Review of complaint history for july 2017 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time.